Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the follow up when devise was interrogated, the display showed the screen with dashboard appeared just for few seconds and after that the screen got blank with note about error 303. It was suggested this error could be a soft error resulting from flipped bit. The patient will be brought back to the clinic for device reprogramming. The device was explanted and replaced. No patient complications have been reported as a result of this event.